Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that while using bd ultra-fine¿ nano pro pen needles the were not functioning and medication unable to be delivered. The following information was provided by the initial reporter: it was reported that there were bad needles.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd ultra-fine¿ nano pro pen needles the were not functioning and medication unable to be delivered. The following information was provided by the initial reporter: it was reported that there were bad needles.